Event description:
It was reported that the bur tips were breaking off. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. It was not possible to determine the definitive root cause for the alleged breakage.